Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure to treat atrial fibrillation (a fib) using a farawave catheter one of the array splines partially detached from the catheter. While testing the deployment of the array one of the splines separated from the distal tip of the array. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure to treat atrial fibrillation (a fib) using a farawave catheter one of the array splines partially detached from the catheter. While testing the deployment of the array one of the splines separated from the distal tip of the array. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that a spline was partially detached from the distal tip of the array cage. The reported allegation of a detached spline was confirmed, and the root cause was traced to a manufacturing deficiency. The weld of the catheter spline appeared damaged by the melting process. This damage can weaken the spline and its connection to the catheter.